Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device experienced a blue screen. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The defective mainboard was returned to the failure analysis lab for further evaluation; however, the fault could not be reproduced during functional testing.

Manufacturer narrative:
A company fse (field service engineer) was able to evaluate the device at the customer's site. The report of the blue screen was verified during evaluation. The main board was replaced on the device to remedy the issue. The device passed all required calibration and testing and is ready for patient use.